Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the patient was diagnosed with peritonitis on (B)(6) 2014. There was no allegation of device malfunction. This reporting nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment. There had been no reported fluid leaks during treatment prior to the infection. The patient was not hospitalized and was treated in-clinic and ancef and fortez. As of (B)(6) 2014 the patient resumed peritoneal dialysis treatments without further issue. Patient medical records were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.